Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Beginning of (B)(6) 2016, the patient reported that her ci would become softer when she turned her head. In the last couple of weeks, it is soft all of the time (without turning her head).

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Beginning of (B)(6) 2016 the patient reported that the sound from her cochlear implant would become softer when she turned her head. In the last couple of weeks, the sound is soft all of the time, even without turning her head. The patient has been re-implanted.